Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the quality technician reported that the two rear, rubber feet were cracked. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.